Event description:
The advocate stated that the customer's blood glucose was tested using a lab test and the result was 89 mg/dl. Her glucose was retested within 10 minutes using her contour meter and the reading was 224 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The advocate also insisted the meter be replaced. Replacement products were sent to the customer.